Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had a constant motor error alarm during the rewind due to a motor encoder signal out of phase. The functional tests could not be completed due to this alarm. The insulin pump also was received with minor scratches on the display window, a loose and shifted end cap sticker, and without the belt clip. No damage could be verified to the belt clip and no damage was noted at the belt clip slot.

Event description:
It was reported that the customer had normal blood glucose levels of 120 mg/dl. The customer reported a motor error alarm from the insulin pump while changing the sensor. Troubleshooting was done. It was reported that the customer was using the sensor feature of the insulin pump. The customer reported that the insulin pump was exposed to a strong magnetic field during an MRI for the knee. The customer was unable to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional info was provided.